Event description:
It was reported that noise was observed on the lead and resulted in delivery of inappropriate therapy. The lead was capped.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event.